Event description:
Ureteroscopy with laser fulguration of the bladder and rt ureteral lesions with rt ureteral stent. As physician was using the yag laser with the free beam and the contact, tip probe to heat the papillary tumors in the distal right ureter, the tip of the contact tip probe broke off in the right ureter. The physician was able to retrieve the tip.